Manufacturer narrative:
Additional information revealed, the issue occurred prior to use. And no patient involvement. The issue was resolved, by replacing the equipment.

Event description:
Additional information.

Manufacturer narrative:
Device 510 k number, UDI, and catalog number are unavailable at this time.

Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a lec 1870 error message. It is unknown if there was a patient involved during this event.